Manufacturer narrative:
On 10/23/2020, the product investigation was completed. It was reported that a patient underwent a atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred and thermocool® smart touch¿ electrophysiology catheter where thrombus occurred. It was also reported that after some ablation that the temperature was rising during ablation on the smartablate generator. The catheter was removed, and all the ports were not flushing properly, and some clot was flushed out of some ports. The catheter was replaced, and the issue was resolved. The procedure continued. The smartablate generator was operating per specs and is not responsible for the product issue. No medical intervention was required. Device evaluation details: the device was visually inspected and it was found in good conditions, no clot was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000770126

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred and thermocool® smart touch¿ electrophysiology catheter where thrombus occurred. It was also reported that after some ablation that the temperature was rising during ablation on the smartablate generator. The catheter was removed, and all the ports were not flushing properly, and some clot was flushed out of some ports. The catheter was replaced, and the issue was resolved. The procedure continued. The smartablate generator was operating per specs and is not responsible for the product issue. No medical intervention was required. No temperature cut-off was exceeded. The generator was on default settings. The system did not present any error messages or did the physician/user see any product problem. The act was above 320sec. There were no ablations longer than 60 seconds no force greater than 40gr. The irrigation settings were within prescribed parameters. Heparinized normal saline was used. Tag index was used for color with the visitag module. The patient did not exhibit any neurological symptoms since the procedure was completed. This report is for the thermocool® smart touch¿ electrophysiology catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium has been reported under manufacturer's report number: 2029046-2020-01486.